Manufacturer narrative:
H3: product analysis found the device was received with software rev: 1.7.5 installed. Fault is confirmed. Fault did not occur until testing for stim accuracy. During testing the stim value would decrease from the value dialed in. Stim failure is the diagnosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, the patient interface error still pop up when we connect the patient interface with known good 1.7.5 nim vital console locally. The nim vital console is working fine with another patient interface. Error message is pi fault but does not state what the fault is. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, the patient interface has issue when tested in both wired and wireless modes.